Event description:
During right ankle arthroscopy surgeon noted metal fragments appeared from disposable burr. Arthrex 4.0 oval 8 flute burr ref: ar-8400obe, lot 10306067, expiration: 04/30/2024. Arthrex sales rep, (B)(4) was present. Shaver was packaged and sent to arthrex for evaluation by sale rep. (B)(4).